Manufacturer narrative:
Result: footboard modules, motion interrupt pan; lift power coil cable.

Event description:
It was reported by service report that the footboard modules and motion interrupt pan were damaged. It was further reported the footend lift was stuck in mid-height. The customer reported they did not know if there was pt involvement or if there were adverse consequences to report.